Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the coating of the insertion section tube is peeled off and the foreign material in the bending section cover and venting connector, was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.